Event description:
The following has been reported: nurse reported: " I have a unit here that is ready to be sent out for repair. No patient harm was involved. (B)(6) "pump problem" alert is thrown on every activation. A preliminary review identified the following issue: electrical hardware failure (12v) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.